Manufacturer narrative:
A ge service rep performed an on site investigation. The right monitor was replaced and the single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system would not boot. No pt injury was reported.